Event description:
It was reported that the implantable cardiac monitor (icm) exhibited a device reset when interrogated during the device preparation. The icm was not used and there were no patient involvement.

Manufacturer narrative:
Reported event of unexpected reset was confirmed. The device was above elective replacement indicator (eri) level upon receipt. Device arrived unable to interrogate due to reset error triggered by high current indication. Device was cut open. Further analysis of device hybrid was performed and showed normal device characteristics. Cause of high current indication error was undetermined. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.